Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous transhepatic cholangial drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows the partial catheter and needle. Some portion of trocar needle out from the tip of the catheter was noted and it's not sufficient to determine whether the product did not meet the specification. Therefore, the investigation is inconclusive for the reported trocar needle length issue as provided photo is not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous transhepatic cholangial drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.